Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, and the reported b30 error was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation, a-rubber glue lifted, fluid leak, and insertion tube scratched. Based on the results of the investigation, the root cause of the b30 scope communication error message was due to conduction failure of scope connector internal circuit board. This occurred due to water which invaded the subject device by the following factors, leading to the suggested event. - stress applied to open venting connector accidentally while the device was under water. - foreign material such as fragments of cleaning tool got stuck in valve of venting connector which made venting connector unable to be closed. - water invaded leak test air tube by breakage/misconnection of the tube, breakage of packing at reprocessor/the tube, or the like during using reprocessor. The invaded water entered scope connector during leakage test. - immersed the device in fluid for reprocessing while sterilization cap was attached. - connector cap of leakage tester was attached to wet venting connector. - leakage tester was attached/detached while the device was under water the event can be prevented by following the instructions for use which state: ¿IFU (reprocessing manual) states as follows: 1.4 warnings and cautions: before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged. 5.4 leakage testing of the endoscope: perform the leakage test: - when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported a b30 scope communication error message was displayed on the evis exera iii bronchovideoscope. There was no reported patient harm or impact due to this event.